Event description:
The clinical specialist reported that during the procedure, the live camera view on the scope suddenly became static and fuzzy, leading to a loss of view. The user switched scopes and successfully navigated to the lesion. However, while biopsying, an fault occurred, indicating disconnection of the scope and disabling of robotic functions. Despite attempts, the user couldn't turn the camera back on or clear the error. The clinical specialist mentioned that the issue recurred with the second scope during biopsying. Consequently, the physician decided to end the procedure without further biopsies. There were no reported adverse effects to the patient because of the scope issues.

Manufacturer narrative:
An examination of the subject scope was performed. A closer inspection of the scope handle, shaft, cable, and connector observed no external physical damage that could contribute to the reported issue. Failure analysis was unable to confirm the reported issue disconnected error. Based on the results from the examination, the bronchoscope met specifications. Note: manufacturer report numbers 3014447948-2024-00005 are for the same patient event.